Event description:
The treating doctor reported the symptom of tooth extraction of lr6; however, review of patient records shows that the extracted tooth corresponds to ll6. No additional details were provided regarding the clinical procedure or medications that may have been prescribed. It is unknown if the patient required additional medical intervention beyond the extraction to alleviate the reported symptom. The patient did not report taking or being prescribed any medication to alleviate the reported symptom. It is unknown if the treatment was discontinued or if the patient is still using the aligners, and the patient's current condition is unknown.

Manufacturer narrative:
The current instructions for use (IFU) contains the following: "precautions - a tooth that has been previously traumatized or significantly restored may be aggravated. In rare instances, the life of the tooth may be reduced, the tooth may require additional dental treatment such as endodontic and/or additional restorative work, and/or the tooth may be lost." A potential root cause not provided. Align's clinical review of available records indicates that tooth ll6 presented with a radiolucent lesion consistent with dental caries extending toward the pulp chamber prior to treatment. There is no conclusive evidence provided that supports or opposes whether the invisalign system aligners caused or contributed to the reported extraction. Based on the available information and based on align's clinical assessment, the treating doctor reported that the patient required tooth extraction, and the invisalign system aligners were being used. Therefore, an MDR is being filed in the united states per 21 cfr 803. There is no conclusive evidence to confirm the date of the event, and the date (b3) is based on the timelines reported to align and compared to patient information.